Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7034066.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. The explanted devices were not returned as they were kept by the medical facility.